Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 298 mg/dl. They reported that pump was dropped and showed a flashing white screen. The customer was calling back with blank display after receiving new battery cap. The customer was advised that the insulin will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Insulin was received with cracked select button keypad overlay.